Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided showed a single locking cap is loose and not fully captured in the screw head. The exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(6) that locking caps have become loose post-operatively.